Manufacturer narrative:
Vyaire file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. Screen shots show that the oxygen input and the output of the regulator 4.08 bar. The regulator is faulty. Inspiratory block have to be replaced under warranty. The customer facing issues with flow sensor delay calibration and neb calibration. The nebulizer that they are using is not imtmedical. Requested to perform the calibration with imtmedical. Also requested to make sure the supply pressure is constant and then perform flow sensor delay calibration. Logs received. All the calibration steps passed except nebulizer calibration. Customer agreed to perform this calibration after ordering nebulizer kit.

Event description:
The customer reported alarm 388 no o2 dosing possible on this device. At this time, patient involvement is unknown.